Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention to remove the mesh and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h 11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to confirm that the adverse event was reported in error. Attorney initially alleges against 3dmax and ventralex mesh. As such two complaints/emdr were processed. In amended claim, attorney confirmed only 3dmax was implanted. As such this semdr is sent to correct the information previously submitted to FDA. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralex hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had revision surgery and removal of the mesh on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against 3dmax mesh. Attorney alleges that the patient had revision surgery and removal of the mesh on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention to remove the mesh and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and ventralex hernia patch on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had revision surgery and removal of the mesh on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.